Manufacturer narrative:
Submit date: 3/9/2017.

Event description:
The customer reports that the unit is not alarming at feed completion. No patient involvement.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of the unit failing to alarm upon feed completion. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2010 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.